Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to a systemic infection. I t was noted there was a growth on the patient near the pocket. The patient received antibiotic therapy, and it was indicated that nothing was grown in the blood cultures. A new ICD system was implant several days later. No further patient complications have been reported as a result of this event.